Event description:
Performing a scheduled percutaneous coronary intervention (pci) with a doctor. The wire was down the vessel but had folded back on itself at the end of the vessel. Once finished with the stenting, the doctor went to pull the wire out. The end of the wire became lodged in the stent strut. Doctor tried multiple pieces of equipment to go and get the wire out but was not able to. The wire was able to be pulled back partially and straightened out. But in the attempt to get it unstuck the distal end of the wire broke off. The patient was left with a small portion of the wire in her stent struts.